Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold varies from just under 2v to over 3v over the past 19 months, but is generally greater than 2.25v in that time. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead had high and variable thresholds with loss of capture after the patient had a fall. The patient also complained of syncope when laying on their side the leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.